Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they thought they needed a new handset. Patient said they had been charging every other day, but now when they went to charge, the implant battery would be completely drained and there was nothing left in the implant. Patient said it would take a good hour to charge back up because the battery was so low. Patient mentioned they charged the implant to 100% 48 hours ago, but now the implant was at 0% and they couldn't feel any stimulation. Agent asked, patient said the issue started probably 2-3 months ago and they kept putting it off thinking the issue would correct itself, but it never did. Patient confirmed they hadn't made any changes to their settings since last november when they were in to see a rep and they set up a program. However patient confirmed the issue started long after that, in january or february. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that the cause is unknown, their battery turned therapy off at unknown times even when charged. They stated they had a cracked screen that has nothing to do with the call issue. Patient was told not to worry about the screen as it would not interfere with anything. They also needed help with settings and manufacturer representative (rep) did nothing to help them. Rep told patient to contact a doctor that would request a rep to come to help patient.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.